Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old child underwent closure of a pda with an ado. The pda was measured about 5mm at the narrowest end and 10mm at the ampulla. A 10/8mm ado was implanted. Approximately six hours after the procedure the ado embolized into the right pulmonary artery. The patient underwent surgery for pda ligation and ado removal. The anatomy of the pda was evaluated and was found to be complex. One cd with eight angiograms was provided for review. The angiograms showed a very complex pda, almost an inverted "u" shape. The length measured roughly 20mm. In the lateral view, the length was overshadowed by the aortic arch as the pda ascended upward, parallel to the aorta, before curving forward and downward to drain into the pda. The angiograms taken after the ado was placed revealed that the ado was pulled into the pda with the retention disc quite a bit inside the pda. After the ado was released, the retention disc was very close to the pda/pulmonary artery junction. This finding was more apparent on the rao angiogram than the lateral. A moderate shunt was seen after the ado was released. According to aga's medical consultant, the following conclusions were drawn: the ado embolized due to the complex pda morphology. The pda was very long and shaped like an inverted "u". The complex anatomy made the measurements difficult especially on the pulmonary artery end. The ado was inadvertently pulled into the pda and after release only the retention disc was hanging in the pda. The retention disc of the ado was at an acute angle with the pda at the entry point into the pulmonary artery which made the ado very unstable. The retention disc migrated out of the pda after a few hours and embolized. The ado was not undersized based on the measurements of the pda but was small for the morphology of the pda. When the ado was pulled inside the pda after deployment, it should have been removed and replaced with a larger device or the patient should have been sent for surgery.

Event description:
According to the initial information received, a percutaneous closure of a long tortuous pda was performed; however, it was uncertain whether the pda was able to be closed percutaneously due to anatomy. Measurements were 5mm at the narrowest point and 10mm at the ampulla. A 10/8mm amplatzer duct occluder (ado) was implanted and the end result was acceptable. The patient was clinically stable post-procedure; however, tte 6 hours afterwards showed that the ado had embolized to the right pulmonary artery. The ado was surgically retrieved and ligation of the pda was completed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.